Event description:
It was reported by the physician collagen was not seen in the 6f angio-seal vip device prior to implant, but believed it was present. Following an uneventful deployment of the angio-seal post diagnostic heart catheterization, hemostasis could only be maintained by keeping upward tension on suture. Every time suture was relaxed, bleeding occurred. The physician alleged the anchor was in the artery, but the collagen was absent. Hemostasis was achieved after two injections of thrombin, dose unknown, and a destat dry patch. Tension was retained on suture with a sterile kelly and a dressing to prevent embolization. The patient was kept npo and on bed rest. An ultrasound was performed 24 hours later and no arterial obstruction or angio-seal components were visualized. The venous sheath remained in the patient for 48 hours. Bed rest was maintained for 48 hours, the patient ambulated and was discharged at 72 hours post deployment. Distal pulses were within normal limits and remained stable.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior ot shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.